Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during use, the voyager balloon ruptured and subsequently, air was introduced into the pt's artery. The pt experienced chest pain and there were EKG changes. The pt was sent to the intensive care unit for observation and was treated with medication. The pt was discharged in 2008, and is doing well. The physician reported that there was a strange clicking noise when using the indeflator and he felt there could have been more pressure being applied, than the gauge was reading, causing the balloon to rupture. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient prep prior to use. Air embolism and angina are listed in the risk assessment and IFU as known adverse events. The angina and EKG/ECG changes were likely effects from the air embolism, which was related to the balloon rupture. These known pt effects are not necessarily an indication of a product quality issue. A conclusive root cause cannot be determined.